Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) for the lot number 17746872l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with thermocool® smart touch® sf uni-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis and blood product transfusion. During the procedure, the patient became hypotensive and a pericardial effusion was confirmed via intracardiac echocardiography (ice). Pericardiocentesis yielded 820 ml of fluid. Red blood cells (volume unspecified) were transfused. Patient was reported to be in stable condition. There is no information about the hospitalization. The physician did not provide a causality opinion for the cause of this adverse event. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
Additional information was received on march 12, 2018 on the event. The patient was a (B)(6) year-old male patient. During the ablation phase, the patient became hypotensive and a pericardial effusion was confirmed via intracardiac echocardiography (ice). Pericardiocentesis yielded 820 ml of fluid. Heparin was reversed with protamine and kcentra. Packed red blood cells (prbcs) and platelets were transfused. Patient was reported to be in stable condition. Patient required 2 additional days of hospitalization as a result of the adverse event for monitoring and recovery from pericardiocentesis. Patient fully recovered with no residual effects. Lab results include pt 15.2, inr 1.3, hemoglobin 16, and hematocrit 47. Medical history includes eliquis prior to procedure. Patient factors that may have contributed to the adverse event include the patient¿s atrial roof anatomy. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. There were no issues or errors reported on any biosense webster, inc. Products or equipment during the procedure. Double transseptal puncture was performed with a baylis medical transseptal needle and preface sheaths x 2. Generator was set on power control mode with power at 40 watts, temperature cut-off of 50 degrees celsius, and impedance of approximately 180 ohms (unconfirmed). Power was not titrated during ablation. Overall ablation time at the site of injury was approximately 2 minutes via a dragging lesion set. Irrigated catheter flow was set at 15 ml/min. Patient received anticoagulant (heparin) during the procedure with activated clotting time (act) maintained between 300-350 seconds. There is no information regarding shaft proximity interference value. Thermocool® smart touch® sf uni-directional navigation catheter was not in close proximity to another catheter. Thermocool® smart touch® sf uni-directional navigation catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. Concomitant products: preface sheaths x 2: us catalog #: unknown, lot #: unknown; non-biosense webster, inc. Products: (B)(4) medical transseptal needle. (B)(4). Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Investigation summary: it was reported that a (B)(6) year-old male patient underwent an ablation procedure for atrial fibrillation with a thermocool® smart touch® sf uni-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis, anticoagulant reversal, and blood product transfusion. During ablation phase, the patient became hypotensive and a pericardial effusion was confirmed via intracardiac echocardiography (ice). Pericardiocentesis yielded 820 ml of fluid. Heparin was reversed with protamine and kcentra. Packed red blood cells (prbcs) and platelets were transfused. Patient was reported to be in stable condition. Patient required 2 additional days of hospitalization as a result of the adverse event for monitoring and recovery from pericardiocentesis. Patient fully recovered with no residual effects. The device was visually inspected and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor was tested and it was working properly, the force values were observed within specifications. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, a deflection test was performed and it was found within specifications, the catheter was deflecting correctly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the adverse event remains unknown. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster inc. Failure analysis lab received the device for evaluation on 4/17/18. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).